Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿catheter body ¿ incorrectly assembled or sutured¿. Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing gablofen (2000 mcg/ml at 300 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was having an end of service pump replacement. They were on high doses of baclofen. Although they were doing well overall, there was a question of how well the catheter was infusing as the patient had more spasticity in the afternoon. The healthcare provider (hcp) told the patient's mother they would check the catheter and revise or replace if necessary. The catheter was aspirated after it was disconnected from the pump in the operating room. The hcp was unable to aspirate cerebrospinal fluid. The catheter was occluded. They attempted to aspirate again at the spine incision with no success. They attempted to aspirate the explanted catheter at the back table and it still would not aspirate. The hcp cut different pieces attempting to make it work, with no success. Once they slid the anchor and exposed a suture, the distal catheter aspirated. A system replacement occurred on (B)(6) 2021. There were no external factors that led/contributed to the event and no diagnostics/troubleshooting were performed. The issue was resolved at the time of the report. The explanted devices will be returned for analysis. The patient's weight was 77 pounds and they had a medical history of intractable spasticity. The patient was without injury at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2021 other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: 08-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.